Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had one area of the driveline proximal to the driveline exit site with exposed wires. A second area in the distal portion of the modular cable near the controller connection had a small slice. It was also noted that the patient had an uptake in pulsatility index (pi) events since adjusting pump speed in the clinic. Log file review confirmed persistent pi events on (B)(6) 2023. There was no evidence of a percutaneous lead issue.

Event description:
Related manufacturer report number 2916596-2023-05753.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported damage to the pump cable portion of the patient¿s driveline could not be confirmed as no images were submitted for evaluation. Although a specific cause for the reported damage could not be conclusively determined, it did not appear to contribute to an electrical issue. Additionally, review of the submitted log files confirmed persistent pulsatility index (pi) events. A specific cause for these events could not be conclusively determined. The controller event log file contained events from 25jul2023. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The hm3 lvas instructions for use (IFU) and patient handbook contain information on how to clean and care for the driveline. These documents instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears and to call their hospital contact right away if the driveline is damaged. The patient handbook also instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU also addresses all pump parameters, including pi. This document states that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility, and lower values indicate less ventricular filling and lower pulsatility. The IFU further states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index, and these events may be initiated for reasons other than true pi events. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.